Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A2) unknown as information was not provided. A4) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: as no imaging was provided it was not possible to determine the exact root cause of the reported event. It is noted that the diameter of thoracic true lumen and the overall abdomal true lumen are increased over time and that the diameter of thoracic false lumen and overall abdominal false lumen are decreased over time. Apparently, the proximal type I entry flow confirmed on the 2 days post procedure follow-up CT angiography was disappeared at the 1 month post-procedure follow-up CT angio. As per IFU endoleak is a known potential adverse effect. No evidence to suggest that the device was not manufactured according to specification.cook will reopen its investigation if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: (B)(6) 2016: the complaint device (zteg-2pt-32-160-pf-d, e3301803) was placed in the patient. Condition of thoracic aorta was not evaluated by final confirmatory angiography during the procedure. (B)(6) 2016: post procedure follow-up angiographic CT confirmed proximal type 1 entry flow. The physician determined to perform no interventions agaist the type 1 entry flow and take wait and see approach, since he thought it was not preferable to conduct post balloning as it was the case of dissection. (B)(6) 2016: one month follow-up CT angiography was conducted, which confirmed that the false lumen had been completely thrombosed and the proximal type I entry flow had already disappeared. Patient outcome: there have been no adverse event reported.